Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a moderately tortuous and calcified lesion in the left anterior descending (lad) artery. The 2.50x23mm xience xpedition stent was deployed at 16-18 atmospheres (atm) however post stenting, a proximal edge dissection was noted. Another xpedition stent was used to treat the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.